Manufacturer narrative:
The device was received in with damages to the dust covers in the battery slot, and the broken pieces fell inside causing a rattling sound when the unit was shaken. Deep scratches and site sticker observed on the exterior housing. Functional testing found the alarm was not sounding when in use with the pull magnet. Testing of the impedance across the reed switch showed the switch was faulty. This loss of functionality would result in the alarm¿s failure to alert the caregiver of a patient exit and could contribute to a patient incident. Based on the age of the device, it is likely expected normal wear and tear that contributed to the faulty reed switch. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #2020-00552.

Event description:
Supplemental report needed for additional information.

Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. Any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
(B)(6) is reporting an alarm that will not make noise after the magnet has been removed. Troubleshooting guide saved, no gtin number provided. The date the issue was discovered is unknown and no incident or serious injury was reported.